Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for pain. Nevro attempted to obtain additional information regarding the nature of the pain, but none was available. There have been no reports of further complications regarding this event.